Manufacturer narrative:
If implanted, give date: not applicable no patient involvement reported. If explanted, give date: not applicable no patient involvement reported. (B)(6). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the cartridge tip of the preloaded delivery system (model pcb00) was observed to be frayed when removing from packaging and therefore it was not used. There was no patient involvement. No additional information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-(B)(4).

Manufacturer narrative:
Device available for evaluation: yes. Returned to manufacturer on: 11/26/2018. Device returned to manufacturer: yes. Device evaluation: the preloaded device was returned in its original package. Visual inspection using magnification was performed. The plunger/pushrod was observed in advanced position. Presence of lubricant material was observed on the cartridge. The cartridge tip was observed frayed and deformed. The intraocular lens (iol) was not returned with the preloaded device. The condition of the sample returned was consistent with a product that was handled and prepared for surgical process. The customer''s reported complaint was verified but based on the investigation result, there is no indication of product quality deficiency. Manufacturing records review: the manufacturing records for the product was reviewed. The product was manufactured and released according to specification. Historical data analysis: a search revealed that no similar complaints for this order number have been received. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.